Event description:
The customer reported a fluid leak in the drop tray under the blood sampling valve underneath the lh780 analytical station; however, was unable to determine the source of the leak. The user was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. Although, discrepant results were not generated, the source of the leak could not be located, therefore a failure mode was assumed which has the potential to cause discrepant results for cbc, diff and retic parameter results. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. Upon arrival the fse reported, the customer had cleaned the spill. The fse was unable to duplicate the leak or locate the source of the leak. The customer stated the source may have been the probe wipe rinse cup. Failure mode: unknown, the source could not be identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).